Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1819787) on 27-nov-2018. The most recent information was received on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced neuralgia ("various types of neuropathic pain, first in one heel, then the neck and fingers and toes"). On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant) with skin reaction and skin swelling, back pain ("pains like burns, stings or electric shocks in the back"), paraesthesia ("tingling, including tingling in the extremities"), muscular weakness ("muscle weakness in the wrists and ankles"), dysphagia ("swallowing problems"), abdominal distension ("swollen belly"), abdominal pain ("bellyaches"), gastrointestinal motility disorder ("periods of acute diarrhea and constipation"), fatigue ("chronic general fatigue / generalized physical fatigue"), renal pain ("kidney pain"), libido decreased ("decreased libido") and mental fatigue ("generalized mental fatigue"). At the time of the report, the allergy to metals, paraesthesia, muscular weakness, dysphagia, abdominal distension, abdominal pain, gastrointestinal motility disorder, fatigue, renal pain and libido decreased outcome was unknown and the neuralgia, back pain and mental fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, back pain, dysphagia, fatigue, gastrointestinal motility disorder, libido decreased, mental fatigue, muscular weakness, neuralgia, paraesthesia and renal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel. Ultrasound thyroid - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced neuralgia ("various types of neuropathic pain, first in one heel, then the neck and fingers and toes"). On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant) with skin reaction and skin swelling, back pain ("pains like burns, stings or electric shocks in the back"), paraesthesia ("tingling, including tingling in the extremities"), muscular weakness ("muscle weakness in the wrists and ankles"), dysphagia ("swallowing problems"), abdominal distension ("swollen belly"), abdominal pain ("bellyaches"), gastrointestinal motility disorder ("periods of acute diarrhea and constipation"), fatigue ("chronic general fatigue/generalized physical fatigue"), renal pain ("kidney pain"), libido decreased ("decreased libido") and mental fatigue ("generalized mental fatigue"). At the time of the report, the allergy to metals, paraesthesia, muscular weakness, dysphagia, abdominal distension, abdominal pain, gastrointestinal motility disorder, fatigue, renal pain and libido decreased outcome was unknown and the neuralgia, back pain and mental fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, back pain, dysphagia, fatigue, gastrointestinal motility disorder, libido decreased, mental fatigue, muscular weakness, neuralgia, paraesthesia and renal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel. Ultrasound thyroid - on an unknown date: negative. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.